Event description:
It was reported that a patient had a seizure and was in the hospital. It was stated that the patient needed a brain/head scan due to the seizure. The cause of the seizure was unknown. Compatibility guidelines were requested for MRI and CT/cat scans.

Event description:
Additional information received reported that the issue was a medical condition. It was noted that there was no reprogramming.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v798530, implanted: (B)(6) 2011,product type: lead. Product ID: 37642, serial# (B)(4),product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).